Event description:
Healthcare professional reported that a patient received a coolsculpting treatment using cool advantage applicator to the thighs on (B)(6) 2025 and presented with paradoxical hyperplasia "(ph), numbness and itchiness" post treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: b5.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment using cool advantage applicator to the inner thigh on (B)(6) 2024 and presented with paradoxical hyperplasia "(ph), numbness and itchyness" post treatment.

Event description:
Additional information was received that the patient presented with necrosis.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient.